Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope exhibited leaking. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, it was observed there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to damage on channel-tube, water tightness was lost. Additionally, the evaluation revealed the following findings: due to wear of fe lever, up/down knob could not be locked securely; acoustic lens was damaged; adhesive on bending section cover (a-rubber) had a crack; due to wear of angle wire, bending angle in down direction did not meet the standard value; and the universal cord was buckling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer's reported event was found after a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and information received from the customer (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The reportable malfunction was confirmed but the cause could not be specified. The event can be prevented by following the instructions for use which state: " warning: never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result.". Olympus will continue to monitor field performance for this device.